Event description:
It was reported in a general comment that the command guide wire was used with a non-abbott 018 catheter. There was no resistance during advancement or removal; however, when it was removed from the catheter, the tip of the wire shredded/came apart. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the highly calcified anatomy/other devices and/or inadvertent mishandling resulted in the reported stretched coils and reported break; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date of event. D4: the UDI is not known as the part and lot number were not provided.